Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room due to high blood glucose level of 500 mg/dl. The customer¿s blood glucose level was 307 mg/dl at the time of incident and also stated that at 3am the blood glucose level as 400 mg/dl, at 7am blood glucose level was 307 mg/dl they corrected with bolus and at 10am blood glucose level was 579 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose event. The customer reported that they were just inserted a needle on his arm but did not give any medication to correct the blood glucose level. The customer reported that they experienced symptoms of nausea and headache and was feeling sick. The customer alleged the insulin pump for over delivery as bolus not correcting high blood glucose levels. The customer reported that the drive support cap appeared normal. The customer also stated that the insulin pump had low battery and low reservoir alarm. The insulin pump will not be returned for analysis.